Event description:
It was reported via trial that approximately 2 yrs post direct stenting with a xience v stent into a 99% restenosed non-abbott drug eluting stent in the distal circumflex, the pt was found dead at home. Per the death certificate, the cause of death was acute myocardial infarction caused by acute myocardial thrombosis. The last angiogram done on (B)(6) 2010 showed a patent stent in the distal circumflex with diffuse coronary artery disease. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The reported death, myocardial infarction (mi) and thrombosis are listed in the instructions for use as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.